Event description:
Patient called alleging that meter powers off during use. Patient did not experience any symptoms or seek medical attention. Customer service was unable to resolve the issue and sent patient a new meter. When the meter powers off during use, a patient cannot obtain a test result, which may lead to delay in treatment or treatment in the absence of a glucose value.